Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2023.

Event description:
Per the clinic, the patient experienced recurrent swelling and infection at the implant site which was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on november 30, 2023.